Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced exhaustion. The customer was unable to self-treat and required a glucose IV administered by the healthcare professional for treatment. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. Reader was successfully communicated with approved software and was successfully charging. Damaged usb port did not impact reader functionality and did not contribute to the customers complaint. Audio and vibration tests were passed. The isf (interstitial fluid) log was downloaded using approved software. Ble (bluetooth low energy) rssi (received signal strength indicator) graph was analyzed and signal loss alarms were observed due to low/not present ble rssi value. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced exhaustion. The customer was unable to self-treat and required a glucose IV administered by the healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.